Event description:
The patient reported that they were in the shower a couple of days prior to the report and their shower chair broke. They grabbed the shower bar with their right arm and since then the patient had felt a burning sensation in the bone above their right shoulder. If they turned the stimulation up to 6.0 it helped a little bit but they never had to have stimulation that high previously. The patient noted that they had been using the stimulator to resolve the burning sensation and some days were worse than others. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.